Event description:
Boston scientific crm received information that this patient had experienced an unexplained syncopal episode. System evaluation noted ventricular noise that was oversensed and resulted in pacing inhibition. A revision procedure was performed and this right ventricular lead was removed from service. During the revision procedure, fluoroscopy revealed a dark spot on the lead body near the proximal portion of the lead approximately one inch from the identification tag. A new right ventricular lead was implanted without further incident.

Manufacturer narrative:
The lead was surgically abandoned and will not be returned for testing. Therefore, boston scientific crm cannot confirm the reported clinical observations. No other adverse events have been reported. This issue will be re-evaluated if additional information is received.